Manufacturer narrative:
Result: (operational problem) : visual inspection of the returned product found the lens optic and one haptic torn, with a piece of haptic torn off and missing. The lens was returned in liquid. Conclusion: (unable to confirm complaint): based on the complaint history, work order search and product evaluation, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer? No - lens not returned. (B)(4).

Event description:
The reporter stated the surgeon implanted a 13.2mm micl13.2 implantable collamer lens, -13.5 diopter, in the patient's eye on (B)(6) 2016. The lens was explanted due to a size issue. Another icl lens was implanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
(B)(4)